Event description:
A report was received that the patient¿s lead site was leaking and was not healing. It was believed that the patient had developed a skin infection at the lead site. The physician did not advise that infection was device related. The patient was prescribed antibiotics.

Manufacturer narrative:
Additional information was received that the patient will undergo an explant procedure. No device malfunction was suspected. Additional suspect medical device component involved in the event: model #: sc-1132, serial #: (B)(4) description: precision spectra implantable pulse generator. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient's lead site was leaking and was not healing. It was believed that the patient had developed a skin infection at the lead site. The physician did not advise that infection was device related. The patient was prescribed antibiotics.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient's lead site was leaking and was not healing. It was believed that the patient had developed a skin infection at the lead site. The physician did not advise that infection was device related. The patient was prescribed antibiotics.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm.